Event description:
A physician reported that a female pt experienced a fungal infection with use of renu with moistureloc multi-purpose solution. The pt was seen in april and treated for bacterial infection with an unspecified medications. In 2006, when the pt did not respond well to the treatment the physician did a culture on the scrapping of the pt's right eye and it was positive for fungus. The physician prescribed fortified fungal medications (amphoteracin b 1 drop daily) and sporanox (itraconazole 1 drop daily). The pt responded well to the treatment. In 2006, the physician stated that the pt was doing much better. She had discontinued amphoteracin b and continues using sporanox (itraconazole 1 drop daily). The physician also stated, the "pt's visual acuity is near normal and there will not be any permanent decrease in (her) visual acuity. There is a scar that is off center but is located within the 4mm of the cornea".